Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during a patient's transfer, the external cardiac stimulator didn't work well. Cables connecting electrodes to the stimulator have been replaced twice, without improvements. The device seems to work slowly. It was noted the auriculo-ventricular block of the patient was badly controled, but the patient had an underlying heart rate so the consequences was minimized despite the intermittent operation. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis found that the device was sticky and the high rate cover fixation on upper case was cracked. The device output and rate were checked and there were no observations. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.